Event description:
A patient was placed on the surgical table. The table started moving by itself and there was a burning smell coming from the table. The staff cut the restraint strap off of the patient and the patient fell on a staff member. No injuries have been reported. Hospital personnel removed the battery connections to stop the table movement. The table was removed to the maintenance area.